Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the pump. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.